Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device replacement due to normal eri, externalized conductors were noted proximal to the distal rv coil. No electrical anomalies were detected. There were no complications for the patient.